Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Have any of the previous events of needle and suture breakage been reported to ethicon? If so, provide the respective reference number(s). What is the number of procedures where the doctor experienced needle breakage? For each procedure please provide: procedure name(s) and date(s), product code(s) and lot number(s), quantity of needles broke during each procedure, any adverse patient consequences and associated medical or surgical intervention. Did any piece(s) of the needle fall into the patient¿s tissue? Was the needle piece(s) retrieved? What measures were taken to retrieve the broken piece? Was there any additional tissue damage as a result of searching for the needle piece? Were x-rays taken to locate the needle piece(s)? At what location was the needle found? Was the patient brought back to or to have needle removed or was the needle removed during the initial procedure? Does a piece of the needle remain in the patient¿s tissue? If yes, what tissue structure is it located? If retained, what is the surgeon's opinion of consequences to the patient? It was reported that recently the doctor has experienced problems with sutures breaking. Please provide the following information: have any of the previous events of needle and suture breakage been reported to ethicon? If so, provide the respective reference number(s). What is the number of procedures where the doctor experienced suture breakage? For each procedure please provide: procedure name(s) and date(s), product code(s) and lot number(s), quantity of sutures that broke during each procedure. What was being done when the suture broke (removal from package / during passage through tissue / during tying / post-op)?

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2018 and suture was used. During the procedure, the needle broke. There were no adverse patient consequences reported. It is unknown how the case was completed. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Five retain samples were retrieved for analysis. Needle description, bore & wire diameter, bore depth, % stiffness & ductility was found complying to respective specifications. Additional information was requested and the following was obtained: 1. Have any of the previous events of needle and suture breakage been reported to ethicon? If so, provide the respective reference number(s). No for this doctor or hospital. 2. What is the number of procedures where the doctor experienced needle breakage? For each procedure please provide: one a. Procedure name(s) and date(s) -lipoma excision b. Product code(s) and lot number(s) (B)(4) lot number - b6079 c. Quantity of needles broke during each procedure- one d. Any adverse patient consequences and associated medical or surgical intervention ,no there was no adverse events happened. Passing through the tissues needle has broken. 3. Did any piece(s) of the needle fall into the patient¿s tissue? No a. Was the needle piece(s) retrieved? Not yet b. What measures were taken to retrieve the broken piece? Na c. Was there any additional tissue damage as a result of searching for the needle piece? No d. Were x-rays taken to locate the needle piece(s)? Na e. At what location was the needle found? Na f. Was the patient brought back to or to have needle removed or was the needle removed during the initial procedure? No 4. Does a piece of the needle remain in the patient¿s tissue? If yes, what tissue structure is it located? No a. If retained, what is the surgeon's opinion of consequences to the patient? Na